Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of approximately 380 mg/dl that began to decline during the call. Customer care provided support that included review of synchronized device data and user interview regarding meal announcements and recent intake. Investigation of this case revealed that the hyperglycemia followed an unannounced dessert after a meal announcement, consistent with under-bolusing due to incomplete carbohydrate disclosure, with device function appearing normal. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-management at home without emergency care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with missed meal information rather than a device malfunction.